Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported issue. The device was able to detect a patient load during testing through paddles lead ECG. Physio then made repairs that were unrelated to the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not able to obtain ECG through paddles lead (therapy) ECG. As a result, the need for defibrillation therapy could not be determined or delivered, if necessary. There was patient use associated with the reported event; however, a backup device was readily available and used to monitor the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.